Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches on the screen and that affect the ability read the screen. The customer¿s blood glucose was unknown. Customer also stated that pieces of plastic coming off from near battery and reservoir component. Device will not return for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).